Event description:
Country of complaint: (B)(6). Thread broke inside cassette.

Manufacturer narrative:
Mfg site eval: samples received: 1 open cassette. There are no previous complaints of this code batch. There are no units in OEM stock. Thread of the cassette received is tangled into the cassette and it is not useful. Thread was likely tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: not applicable.